Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported when the dilator was kinked in package. There was no patient involvement. Additional information was received on 12/14/2017. After the device was opened, it was still used on the patient successfully.